Event description:
It was reported that during a hip procedure, upon opening the flow 50, it was noticed that the probe had 2 of the 3 fixation points of the electrode not properly fixed. It was decided to use the probe and upon removal out of the joint the electrode was missing. The electrode was allegedly left in the tissue. A surgical delay of 90 minutes was encountered and the broken electrode was not found. The electrode was allegedly left behind in the patient. X-ray's were taken during the procedure to locate the electrode. No information was received that would indicate that the electrode was left in the patient but the hospital has indicated that no revision surgery is planned. No further patient injury or complications were reported.

Event description:
It was reported that during a hip procedure, dr.(B)(6) states that the tip of the instrument broke. The operation lasted 1.5 longer than normal. The broken tip was not found and was left behind in the patient.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer's complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could have led to tip detachment includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment. There are no indications to suggest the wand did not meet product specifications upon release into distribution. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Complaint reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation. Possible retained fb will need material composition. Recommend closure. Approved by md (B)(6) on 9/20/2018. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) Per complaint, although two of the wand's electrode points were noted to be "improperly fixed" upon opening, the hip arthroscopy procedure was performed (with the same instrument) and upon extraction from the joint was noted to be missing the electrode. Allegedly the electrode was left in the tissue, yet it was reported that the electrode was not identified in the intra-operative radiological imaging, therefore, the possibility of a retained foreign body and/or the possibility of migration cannot be definitively ruled out. It was communicated that no revision surgery is planned and no further patient injury or complications were reported due to the 90 minute surgical delay. The (pn 58365 rev. A) cytotoxicity test indicated all materials are bio-compatible. No clinically relevant supporting documentation or further information was provided for inclusion in this medical investigation. In conclusion: the use of a questionably unsound/damaged instrument was most likely the cause of the electrode breakage during the procedure; however, the device was not returned for evaluation. The patient impact beyond a possible retained (biocompatible) foreign body with possible migration and/or irritation, the reported 90 minute surgical extension, and possibly additional radiographic exposure cannot be determined. No further medical assessment is warranted at this time. Mi report approved by md (B)(6) on 10/26/2018.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There is scratch marks present on the exposed shaft and the black shrink tube near the tip of the device. There are also scuff marks present on the spacer. There are no manufacturing abnormalities visually observed with the returned wand. A functional evaluation could not be conducted due to the electrodes being completely detached. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. The use of a questionably unsound/damaged instrument was most likely the cause of the electrode breakage during the procedure. The patient impact beyond the retained (biocompatible) foreign body with possible migration and/or irritation, the reported 90 minute surgical extension, and possibly additional radiographic exposure cannot be fully determined based solely on the x-ray but the piece does not appear to be within an articulating surface. No further medical assessment is warranted at this time.